Event description:
A customer reported that due to readings she received in 2009, she experienced symptoms of hypoglycemia, loss of consciousness and seizure. Although the customer reported a reading of 42 mg/dl, obtained two weeks prior, it is unk if it is related to the event. The customer additionally reported her blood glucose test did not start after the blood sample was applied to the test strip. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reportedly ate candy and drank orange juice to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned for an investigation and approved test stirps were used to test the device. The complaint was not confirmed. All test results were within range specification during the control solution testing. The reported reading of 42 mg/dl was not found in the meter memory log. During the customer service troubleshooting survey, it was identified that the customer did not add a second drop of blood to the test strip in the appropriate timeframe. Adc customer service educated the customer about the proper technique, and the customer could successfully test her blood glucose while she was on the phone with customer service. This is the final report.